Event description:
It was reported that when the device was used during an unknown procedure, the stapler only fired two to three staples and then locked up. Another device was used to complete the case.